Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the device was not recognizing alternating current (ac) power. The remote service engineer (rse) troubleshot the device with the bme and discovered that there was good ac voltage going into the power supply; however, 24 dc volts were not coming out of the power supply. The rse provided the bme with the part number of the replacement power supply for repair. Per good faith effort (gfe) response, the bme confirmed that the replacement power supply was ordered--once the bme performed the replacement, the bme verified that the device was repaired, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the bme stated that the defective part (power supply) was not disposed of and not returned.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not operating on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the device was not recognizing alternating current (ac) power. The remote service engineer (rse) troubleshot the device with the bme and discovered that there was good ac voltage going into the power supply; however, 24 dc volts were not coming out of the power supply. The rse provided the bme with the part number of the power supply for repair. The investigation is ongoing.